Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "customer called to inform that the bone cement had a bad odor which inducted that some packs had broken."